Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported intermittently, that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, multiple cartridge changes was performed to address the issue; however, the issue persisted, and the customer reverted back to manual daily injections. Customer's blood glucose was 200 mg/dl.